Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: a review of the pump black box data revealed no activity outside of normal use. During testing, the pump powered on appropriately. The pump was exercised for 24 hours with no duplicated unexpected beeping. The pump case was removed, and no internal damage was found. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump ¿beeped once for no reason¿. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.